Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows six successfully performed treatments. The energy was stabile during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfile, which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported not being able to acquire tracking for sixty seconds during treatment of the left eye. The flap dried out and tore. Additional information requested.